Event description:
It was reported the subject device exhibited foggy image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord was scratched, the internal light guide bundle was slightly folded and damaged. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the event reported is no problem detected. The issue universal cord scratched, was caused by a component failure of the universal cord. The issue internal light guide bundle was slightly folded and damaged, was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.